Event description:
The reporter stated that the unit is not recognizing syringe size. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Our technicians confirmed the syringe size error when a syringe was loaded. The syringe guide was found to be broken. The syringe size potentiometer was found to have fluid contamination.